Event description:
The following was reported to hamilton medical ag: technical event 231022, safety ventilation 331001 (pvent-control defect), self test failed. Failure occur during routine check. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).